Event description:
It was reported that a patient, who had a left rtsa, had binding and clicking and underwent 2 procedures on 2 separate dates. No components were replaced. The patient was subsequently revised at a later date. This is for the 2nd procedure reported. No further information is known. This is 1 of 3 events.